Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. The user was unable to provide the lot number for the bandage in question. A review of the release records for the wly1123 butterfly 48ct tin produced confirmed there were no anomalies or issues associated with the manufacture of this product sku. All welly bandages released by welly quality to date have met: (1) all test specifications, (2) all release requirements, (3) been manufactured per the approved specification. The risk to the consumer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use. The reporter did not detail the medical diagnosis or prescribed care as a result of the medical care that was sought.

Event description:
On 22-sep-2024, a spontaneous report was received via email regarding a 4-year-old female consumer who used a welly butterfly assorted flex fabric bandage. On 24-sep-2024, additional information was received which was incorporated into the report. Approximately within an hour of application of the bandage at 9:55 am, the consumer experienced a rash at the application site. The reporter initially assumed it was a mild reaction but noted that it escalated into a burn/reaction that led the reporter to take the child for medical care. The reporter noted that the reaction caused her physical discomfort and emotional distress due to the pain and the appearance of the skin.